Event description:
It was reported that the patient had experienced a decrease in therapeutic effect that began approximately one year previous to this report. The catheter was determined to be out of the intrathecal space, via a CT scan. The patient had a catheter revision performed. There was no intervention done with the patient's pump pocket. The patient's spinal incision was reopened for retrieval of the distal/spinal segment of the catheter. The spinal segment was found to be curled up and had "backed out" of the intrathecal space with the anchor still intact and sutured to the fascia. A new spinal segment was placed and connected to the existing proximal portion which was connected to the pump. A priming bolus was only done for the new spinal segment. The medication in the patient's pump was lioresal. The patient's lioresal dose was dropped from 280 mcg/day to 100 mcg/day, per the patient's physician. The patient's lioresal concentration was 2000 mcg/ml. It was stated that the patient was being titrated to effect with no complaints. No further details or patient outcome was provided.

Manufacturer narrative:
(B)(4)